Event description:
Clinic notes dated (B)(6) 2013 indicated that the patient had recently been experiencing an increase in seizure frequency. The last episode was (B)(6) 2013. The notes indicated 2-3 gtc seizures per year lasting 10-20 minutes, and a few partial seizures per month lasting 10 minutes. Flashing lights triggered seizures. Settings at this time were provided as 2.5 ma, 250 usec, 60 seconds on, 3 minutes off, 2.75 ma magnet, 60 seconds magnet on. The patient had both epileptic and non-epileptic seizures. A summary of the patient¿s august 2013 seizure monitoring indicated that this vns patient experienced 2-3 gtc seizures per year and 1-2 partial seizures per week. Settings on (B)(6) 2013 were adjusted to: 2.75 ma, 500 usec, 60 seconds on, 1.8 minutes off, 3.0 ma magnet, 60 seconds magnet on. Attempts are underway for additional information. No other relevant information has been provided.

Event description:
Review of programming history on (B)(6) 2015 showed that diagnostic results on the date of the appointment ((B)(6) 2013) were within normal limits. In addition, settings were increased on this date.

Manufacturer narrative:
Analysis of programming history.